Event description:
The dexcom g7 sensor is so inaccurate. On average, it reads 50 points higher than a finger stick and is leading to dangerous blood sugar crashes without warning from the sensor. Inaccuracies with this sensor could cause death in a diabetic due to misinformation. This has happened numerous times to my husband where his blood sugar is crashing and hes symptomatic but his g7 sensor reads within normal range. This has also happened with dozens of g7 sensors.